Manufacturer narrative:
Product analysis: the epg failed incoming testing for the heart wire contacts resistance. Analysis also noted that the attachment ring, cover, one bail, and one bail cover were all missing. The missing parts were installed and the heart wire contacts were cleaned. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.